Event description:
A female purchased 6 sample boxes - typically distributed by md/od only with passed expiration dates of previously recalled bausch & lomb renu with moistureloc at a store. Expiration date on at least 1 box was 10/2007. Dollar store owner evidently states that lot was purchased from a wholesaler. Pt uses rgp contact lenses, but with a history of poor sanitary lens care. She does not sleep in contact lenses and had no complications within 45 prior yrs of contact lens wear. Pt developed a corneal ulcer in her right eye approx in 2008 that fulminated and resulted in hospitalization the following month to present. Cornea cultures x2 and culture of her contact lens recently grew fusarium. Route: ophthalmic. Dates of use: two months in 2008. Diagnosis or reason for use: contact lens care.